Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, system was reporting several non-recoverable fault 40241. Prior to calling technical support, customer informed they had performed several power cycles with issue persisting. As system was onsite during call, technical support engineer (tse) could review the logs and found several errors related to arm 3. Tse asked if they where able to proceed using three arms, though customer informed they where not, customer decided to convert to laparoscopic surgery. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the errors and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have error 319 triggered when installed on an in-house system confirming the issue. The usm passed all relevant testing on a test fixture. Upon further evaluation the connector pogo pin (fcp) printed circuit assembly (pca) was found to have a pogo pin stuck and not moving confirming the source of the issue. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. Based on the crm notes, these records reflect the issues with the usm. A review of the site¿s system logs confirm the system errors (319) pointing to communication issues with the usm. Device history record (DHR) review for the device(s) involved with the reported event was not performed, as the applicable product is a system component that has been serviced post-manufacture.